Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. In 2001, pt reported feeling cold and shaky. Pt tried to check blood glucose repeatedly but got the "insert strip" message on ot meter display. Pt called paramedics who transferred pt to emergency room. At e.r., pt had blood glucose of 22mg/dl. Pt was treated with IV, given some food to eat and discharged home after 4 hours. No further info was provided.